Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events could not be conclusively established through this evaluation. The account communicated that the patient expired on (B)(6) 2019 due to cardiogenic shock, shock liver, acute kidney injury (aki), and anoxic brain injury. The heartmate 3 lvad, serial number (B)(4), was not returned for evaluation. Multiple attempts for additional information were made and no further detail was provided. The heartmate 3 lvas IFU is currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient expired due to cardiogenic shock; shock liver; acute kidney injury; anoxic brain injury. Additional information was requested but not provided.